Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer stated that when operating the lift the shifter handle broke at the weld causing damage to the hand handle and the mount.